Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was not reproduced. However, all front panels were turned off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit pressure did not rise to the set value and the swelling was insufficient. The event occurred during an unknown therapeutic procedure and the operation was completed with an extended time. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panels were turned off, the alarm sounded, the leds went off, and error code e03 were observed due to failure of the main board. However, the definitive root cause of the faulty main board could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "chapter 7.1 'how to distinguish abnormal causes and how to cope with them' describes the following. Details of the error: all leds are off. Cause: an error has been detected in the internal circuit of this product." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. Based on the results of the investigation, the specific root cause of the pressure not rising to the set value and the insufficient swelling could not be determined at this time as this event was not reproduced during device evaluation. The following information is stated in the instructions for use (IFU): "cavity pressure control when cavity pressure reaches the set pressure level, insufflation will stop. When cavity pressure drops below the set pressure level, insufflation will start. Flow rate control (1) as long as there is a difference between cavity pressure and the set pressure, insufflation is performed at the set flow rate. (2) as the cavity pressure approaches the set pressure, the flow rate is gradually decreased. (3) when the cavity pressure reaches the set pressure, insufflation will stop. "